Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is malpositioned implants impinging on the nerve root. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7055-90, lot# i0928, mfd. 01/27/14, expires 2019-01, (B)(4); 2nd (middle): ifuse implant, p/n 7050-90, lot# 223222, mfd. 12/18/14, expires 2019-12, (B)(4); 3rd (inferior): ifuse implant, p/n 7045-90, lot# i0898, mfd. 12/23/13, expires 2018-12, (B)(4).

Event description:
The patient had a right side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient complained of mild leg pain after the initial surgery. The surgeon thought that the implants may have been impinging on the neuroforamen creating bone fragments that were pressing against the l5 nerve root and causing pain. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the first and third implants. The patient is doing well and there have been no further pain complaints following the revision surgery.